Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device would not provide a defibrillation shock. Physio-control then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
It was reported to a physio-control service representative that the customer's device had a service led illuminated. During device evaluation it was observed that the device would not be able to provide a defibrillation shock. There was no patient use associated with the reported event.